Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their gums receding and have been receding further and further with treatment. They are experiencing redness and bleeding of their gums. They plan to go to their dentist to see how the treatment has affected their gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.